Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, from the information obtained, it was determined that the customer reused this product which is a single-use product. Although the device was not returned for an evaluation, it is likely that there was no device abnormality. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿disposal warning: after use, dispose of this instrument in an appropriate manner. If it is not properly disposed of, it could pose an infection-control risk. This instrument is a single-use, disposable item. Do not reuse or attempt to sterilize it. Reusing the instrument could pose an infection-control risk and cause malfunction.¿ this supplemental report includes a correction to d4 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to d8 and h4. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that during reprocessing, this single use biopsy valve, got stuck in biopsy channel. It was identified that the staff was reusing the valves which is affecting the integrity of the device. The staff, doctors, biomedical and ward manager were considering to start using reusable valves. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.